Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The machine underwent functional testing and device performed according to product specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a neonatal patient developed hypermagnesemia when an exactamix pharmacy compounding device dispensed magnesium when it was not programmed. A neonate in the neonatal intensive care unit (nicu) was found to have ¿an extremely elevated magnesium level¿ (actual magnesium levels not reported). The order in the hospital electronic system was zero for magnesium in the total parenteral nutrition bag; however, the lab testing showed the magnesium level was 121.61 mg/dl. Based on the total volume of 229.01, the amount of magnesium dispensed into the bag was 277.08mg or 0.55ml. The staff compared the volume and analytes between the values generated during testing to all other bags prepared on the date of the event. They eliminated the possibility of 2 lines/ports being mixed up. Additionally, they did not identify any other orders that matched the calculated volumes aside from one dose that matched the 1.6ml which was for an adult order. The adult bag was 980ml and the bag of the patient involved was 500ml. The reporter has instructed staff to remove the magnesium from the compounder and add it manually. Treatment and patient outcome were not reported. No further information was available at the time of this report.